Event description:
Healthcare professional (hcp) reports a leak in the first hour of treatment which was confirmed by hemastix. The leak occurred in the 5th reuse of this dialyzer. The estimated blood loss was approx 200cc. The treatment was continued with new disposables without incident. No pt injury or medcial intervention reported.